Manufacturer narrative:
Batch review performed on 14 november 2018: lot 145238: (B)(4) items manufactured and released on 06 august 2014. Expiration date: 2019-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event other device involved: gmk-sphere tibial tray fixed cemented size 2 l reference: 02.07.1202l. Lot 154442: (B)(4) items manufactured and released on 30 november 2015. Expiration date: 2020-11-09. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: two years after primary cemented tka, both components are deemed to be loose and replaced. They appear to be correctly positioned. It is reported that the cement (from a different manufacturer) did not provide sufficient interdigitation with the device surface and therefore sufficient stability was not maintained. This normally happens due to problems intrinsic to the cement, such as temperature of the stores, temperature of the metal components at the time of insertion, or other difficulties encountered during cement preparation, application or setting. There is no reason to suspect a defect of the implanted devices.

Event description:
Revision surgery performed after 2 years from the primary due to tibial plateau loosening, all hardware were removed, the femur was well fixed. The cement was not adherent to the internal surfaces of both components removed.